Event description:
The advocate stated the customer tested her blood glucose and received a reading of "hi" using her contour meter. She took insulin as advised by her doctor. An hour later, the customer passed out and paramedics were called. The customer was taken to the hospital, but no other information was provided about the event. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.